Event description:
Reportable based on device analysis completed on 25mar2024. It was reported that the device was unable to cross the lesion. A 10 mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was not possible to cross the lesion. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed a hypotube break was noted at 46.9cm distal to the distal end of the strain relief.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. A hypotube break was noted at 46.9cm distal to the distal end of the strain relief. Multiple kinks were noted in various locations along the length of the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Examination of the proximal and distal markerbands identified no damage.